Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range right ventricular (rv) lead pacing impedance measurements. Technical services (ts) was consulted, discussed the pacing impedance were 200 ohms and mentioned no noise on stored episodes. Ts recommended monitoring and reprogramming options. This ICD system remains in service. No adverse patient effects were reported.